Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: balloon/shaft separation requiring medical intervention. Device issue: balloon/shaft separation. It was reported that the lesion located in the proximal right coronary artery (rca) was heavily calcified. The bmw guide wire was advanced and the 3.0 x 20 mm voyager balloon was inflated. During removal, there was resistance, and the balloon ripped (separated) into two parts. Also, a part of the distal shaft ripped off (7cm). It was possible to remove the separated part from the rca by inflating a balloon and pulling back the guiding catheter. The procedure continued by rotablating the heavily calcified rca and the inflation of another company's 3.5 x 15 mm balloon at 24 atm. No add'l event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the voyager catheter was returned with blood in the balloon, the guide wire lumen, the inflation lumen and the hub and on the shaft. There was no contrast visible. The balloon had separated 1.4cm distal to the proximal seal. The separated portion was returned. The fracture faces were jagged. The inner member had separated 1 mm proximal to the proximal seal and also at the proximal edge of the distal seal. The separated portion was returned. The fracture faces were jagged and stretched. The separated portion was stretched for a length of 6.3 cm and also bunched. The tip had folded back inside the balloon. There were two bends in the hypotube 17.8 cm and 27 cm distal to the strain relief tubing. There was no other damage noted to the catheter. Product performance engineering reviewed the incident info and analysis of the returned product. It was reported that the proximal rca was heavily calcified. A bmw guide wire was able to cross the lesion and a 3.0 x 20 mm rx voyager balloon was inflated. During removal, the balloon ripped and separated into two pieces. Additionally, a part of the distal shaft separated. It was possible to catch the ripped off portion out of the rca by inflating a balloon and pulling back into the guiding catheter. The procedure continued by rotablating the heavily calcified rca and used another company's 3.5 x 15 mm balloon catheter at 24 atm to dilate the lesion. Analysis noted blood in the balloon, inflation lumen and hub, which is consistent with a shaft separation occurring within the pt anatomy. Analysis was able to confirm the reported balloon and shaft separations. The fracture faces jagged, which suggests that the separations may be related to tensile overload (material stress/fatigue). The tip was noted to be folded back inside the separated distal portion of the balloon, which is consistent with the balloon separation occurring in the body and during removal of the separated portion, the balloon material folded back over the tip. Factors that can contribute to separations may include, but are not limited to, mfg, materials, handling prior to and during the procedure, pt anatomy, procedural technique, interactions between previously implanted stents and/or accessory devices, or removal technique. To ensure this is not related to a mfg deficiency, all dilatation catheters are visually inspected for damage on the mfg line, including the point where the catheter is inserted into the dispenser coil. Additionally, a sampling of product is destructively tested to verify lumen integrity. Reportedly, the lesion was heavily calcified and required use of a rotablator device. It is possible that after inflation of the target lesion, the balloon may not have been fully deflated or folded back into the balloon tri-fold such that interaction with the target lesion occurred, which resulted in the reported difficulty to remove. As subsequent force was applied, the inner member became stretched and bunched and the balloon and shaft separated which resulted in the use of pti to remove the separated portion. In this case, the reported difficulty to remove, and the balloon and shaft separation appear to be related to the operational context of the procedure. The mfg records for this product were reviewed and there were no non-conformances that could have contributed to this complaint. This MDR is considered closed by the product performance group.